Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as fold flaw opening, observed opening on radius side assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: observed creases on the device. Observed wear abrasion on the device. Observed stress marks on the device.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.